Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for examination. The reported event of a balloon tear was confirmed by the evaluation performed. Available information suggests that procedural factors (valve alignment performed in a non-straight section of the anatomy) likely contributed to the event as provided information indicated that "the alignment was potentially not performed in the straightest part of the anatomy". The event of the valve moves on the balloon was unable to be confirmed due to the unavailability of relevant imagery. Available information suggests that procedural factors (release of built-up tension) likely contributed to the event as a compression mark was observed on the flex shaft and gouges were observed on the flex tip, which suggested tension build-up in the system, likely during valve alignment the release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5 and d9. Correction to h6; component code, clinical code, device code, investigation findings. The investigation is ongoing.

Event description:
Follow up information was provided that the valve, delivery system, and esheath were removed as one, and a second 29mm sapien 3 valve was successfully implanted. The patient was stable after the procedure. On pre-decontamination, it was observed that the delivery system balloon had torn. The perceived root cause of the event was that the balloon was damaged during valve alignment. The pre-decontamination examination found that the balloon was torn at ic bond, the balloon wings exposed at the proximal shoulder, one compression mark on the flex shaft at 2 cm from the flex tip, the balloon bunched towards the nose tip, the flex shaft curved at the distal end, and no abnormalities observed on the crimped valve.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in australia, during a valve-in-valve procedure using a 29mm sapien 3 valve in mitral position via transfemoral approach, after the valve alignment step, the valve moved off of the balloon. It was tried to reposition it by pulling back the pusher, but the valve continually migrated. While trying to inflate the balloon, it was observed that it could not fill, and blood was seen coming into the inflator when the pressure was negative. The patient was stable after the procedure.

Manufacturer narrative:
Update to b5 and h9. Correction to h6; device code and type of investigation. The investigation is ongoing.

Event description:
Additional information was provided that during a valve-in-valve procedure of a 29mm sapien 3 valve inside of a non-edwards surgical valve in mitral position by transfemoral approach. During the procedure, after the valve alignment step, the valve moved off of the balloon. Several attempts were made to reposition it by pulling back the pusher, but the valve continually migrated. While trying to inflate the balloon, it was observed that it could not fill and blood was seen coming into the inflator when the pressure was negative. The valve, delivery system and esheath were removed as one, and a second 29mm sapien 3 valve was successfully implanted. The patient was stable after the procedure. On pre-decontamination, it was observed that the delivery system balloon had torn. The perceived root cause of the event was that the balloon was damaged during valve alignment. The pre-decontamination found that the balloon shaft was curved at the distal end, the balloon bunched towards the tip, the balloon was torn at the ic bond with no missing balloon material, balloon wings were exposed at the proximal shoulder.